Manufacturer narrative:
H3: product analysis :evaluation confirmed the reported malfunction of bearing fell out. The likely cause of failure could not be determined. However, it was also noted that due to breakage of the distal bearing, the tool bur cannot be inserted, deterioration of the marking was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative the bearing fell out from the attachment. There was no known patient impact. Additional information received that there was no patient impact as a result of this event.